Manufacturer narrative:
Although no device malfunction or pt injury was reported. The pt's surgical procedure needed to be re-scheduled, since the device did not arrive in time. An investigation has been initiated based on the reported info.

Event description:
The ndc did not release this shipment. Surgery had to be cancelled because the product was not available. Product was scheduled to be shipped on october 22, 2004 for receipt the next day.